Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent monopolar cautery spatula instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted tonsillectomy surgical procedure, the surgeon noticed a fragment from the tip of the permanent monopolar cautery spatula instrument had broken off and fell inside the patient's mouth. The fragment was retrieved with a unspecified forceps instrument. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument was found to have a broken ceramic sleeve approximately 0.135 x 0.320 was missing and was not returned with the instrument. The known common cause of this failure is due to mishandling/misuse. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.